Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # 714a51 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received fully fired, with the reload body damaged. In addition it was received a blue piece in a plastic bag. No functional test was performed due the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 714a51, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2024 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/24. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic rectal resection, there were no problems with the movement of the main device, staple firing, and staple formation. However, after firing, shavings-like material from the gst60b fell into the body and was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # 714a51.